Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres within 15 seconds and a pinhole was noted at the tip part of the balloon. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).